Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the off no power alert more than once. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was energizer lithium aa. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. However, unexpected replace battery, replace battery now and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.